Event description:
Caller indicated the assure platinum meter was reading high. After lunch pt was very symptomatic, caller tested bg and the reading came back as 110mg/dl, she retested with a different meter and the bg reading came back as 43mg/dl. Hailey gave orange juice and toast as treatment and pt is currently feeling better. Replacing meter and strips. Controls not used.

Manufacturer narrative:
Product involved in incident was returned and evaluated. A small piece of the meter casing was missing from user damage, but the returned product performed within specification. No failure detected.